Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine, japan, instructions for use is written in japanese; therefore the domestic xience alpine instructions for use (IFU) is referenced. The xience alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use,states: an unexpanded stent may be retracted into the guiding catheter one time only. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: the mid rca had moderate tortuosity and calcification. The balloon rupture was noted prior to inflation and was caused by contact with the calcified lesion during advancement. The xience alpine stent was not deployed in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: ikazuchi 1.5 x 10mm, nse 2.25 x 9mm , guide wire: sion blue, xt-r, xt-a, guide cath: 5.5f guideliner, other: ivus. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal to mid right coronary artery (rca). Guide wires were placed and pre-dilatation was performed with a 1.5 x 10 non-abbott balloon catheter. A 2.5 x 28 xience alpine stent delivery system could not cross the lesion because of the tortuous curve in the proximal part of the rca. A 2.25 x 9 mm non-abbott balloon catheter was advanced but it also could not cross the lesion. A 5.5f guideliner was used and the non-abbott balloon catheter was advanced and used for additional pre-dilatation. The 2.5 x 28 xience alpine was advanced to the lesion and an attempt was made to deploy the stent; however, the balloon ruptured due to the calcification in the proximal rca. Another xience alpine was deployed to successfully completed the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided